Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable roche diagnostics cobas elecsys anti-tpo results for 1 patient sample on a cobas e 801 analytical unit. The initial anti-tpo result was < 9 iu/ml. The first repeat result was 68.1 iu/ml. The second repeat result was < 9 iu/ml. No questionable results were reported outside of the laboratory. The reagent lot is 63657901 and the expiration date is 31-jan-2023.

Manufacturer narrative:
The customer did not provide any further information. A general instrument or reagent problem could not be identified. The root cause of the event could not be determined.